Event description:
The pt reported constant pain at the ipg site. Pt uses lidocaine patches on the site for pain relief.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.